Event description:
During evaluation of new products in a research facility, a lekton motion sds was inserted and advanced via the 5 french guiding catheter and during the advancement process friction was noted. The sds was examined and the inspection revealed a fiber wrapped around the stent.